Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the warehouse staff found a screw cap with a length of 2.5cm and a diameter of 1cm in the syringe.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2105237. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation. The retained samples did not show any sign of the reported defect. Based on the limited investigation results, it is not possible to identify an exact cause for this incident. See h10.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: the warehouse staff found a screw cap with a length of 2.5cm and a diameter of 1cm in the syringe